Event description:
Biomed reported the pump did not audibly alarm after the infusion was complete. Infusion was diltiazem. Infusion status was caught by the nurse before it affected the pt. There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: 05/09/2012. (B)(4). The customer stated the device will not be returned because he wants to begin with a log review. Pc unit and pump module event logs and data set have been received. A follow up report will be submitted once the investigation has been completed.